Event description:
A stent was put in place on (B) (6) 2008 during a radical proctectomy bilateral procedure. On (B) (6) 2009, the pt came in for stent removal and during fluoroscopy, the surgeon discovered that the stent had broken. The surgeon was able to remove all the parts. The stent was discarded.

Manufacturer narrative:
The device has been discarded and is not being returned for investigation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus (B) (4) will continue the investigation and update the agency accordingly.